Event description:
It was reported by the service report that during routine service, the bed failed the lateral pull brake test, and it was not holding. The report did not state whether there was pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: worn gill brake plate kit.